Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's interface board was replaced to address the issue.

Manufacturer narrative:
Section b4 was added as 08/09/2022.